Manufacturer narrative:
(B)(4). Investigation summary: the device was received with dry blood or fluids, the band was all red in color. The band was cut as if it was intentional. The device was received with a velocity port with 45.32 mm of tubing, 10 puncture on the septum. Debris were observed on the port and the band. In addition a balloon was received, the balloon was cut and the closed end of the balloon separated. The port was returned with the locking connector in place and the hooks closed. No functional test can be performed on the device due to the damage on the balloon. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it was observed within the product's instruction for use (IFU) that erosion is a recognized adverse event associated with gastric banding and the realize adjustable gastric band. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Additional information requested but unavailable: how did the patient present? What date was the band implanted? How many adjustments/fills did the patient have? What were the amounts of each adjustment? What was the amount of fluid in the band upon removal?

Event description:
It was reported that during a realize band removal the surgeon discovered that the band had eroded into the stomach. The surgeon made a gastrostomy to remove the band from the stomach. The band was removed with no patient consequences reported.